Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. The patient was in stable condition.